Manufacturer narrative:
Upon review of additional information received, the implantable cardiac monitor should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event. Please retract the report 2017865-2025-53925.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that he implantable cardiac monitor exhibited under-sensing.

Event description:
New information received notes that the patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardiac monitor (icm) that exhibited unspecified anomaly. The icm was explanted and replaced. Patient status was not reported.